Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown) (asked unk mcg/ml at asked unk mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital with what they believed was baclofen withdrawal. It was noted the patient had a refill two days ago. The hcp was requesting a local rep to interrogate the pump. Further information was not provided.